Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of device ¿ location peritoneal cavity\failure to occlude (close) fallopian tube(s), mal positioned essure device') and perforation ('essure perforation') in a 34-year-old female patient who had essure (batch no. 289930-not valid, 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and uterine fibroid. Concomitant products included levothyroxine since (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2010, nsaids since (B)(6) 2010, olmesartan since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain\pelvic area pain"), depression ("psych injury/depression"), anxiety ("mental anguish"), heavy menstrual bleeding ("abnormal menorrhagia bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 11 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysteroscopy, diagnostic laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, perforation, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, heavy menstrual bleeding, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for migration? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: bilateral essure devices outside the tube as well as uterus probably in the peritoneal cavity. Both tubes are patent with peritoneal spill bilaterally migration of essure device; on (B)(6) 2010: result: bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure perforation. Lot number 289930 is not valid. Lot number: 689930, manufacture date:2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of device ¿ location peritoneal cavity\failure to occlude (close) fallopian tube(s), mal positioned essure device') and perforation ('essure perforation') in a 34-year-old female patient who had essure (batch no. 289930-not valid, 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and uterine fibroid. Concomitant products included levothyroxine since (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010, olmesartan since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain\pelvic area pain"), depression ("psych injury/depression"), anxiety ("mental anguish"), heavy menstrual bleeding ("abnormal menorrhagia bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 11 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysteroscopy, diagnostic laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, perforation, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, heavy menstrual bleeding, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for migration?yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: bilateral essure devices outside the tube as well as uterus probably in the peritoneal cavity. Both tubes are patent with peritoneal spill bilaterally migration of essure device; on 26-jun-2010: result: bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure perforation. Lot number 289930 is not valid lot number: 689930 manufacture date:2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2021: mr received. Reporter information, patient middle name, medical history, product removal date, event: essure perforation added. Action taken with the drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of device ¿ location peritoneal cavity') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 289930-not valid, 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In march 2010, the patient experienced pelvic pain ("physical pain"), depression ("psych injury/depression"), anxiety ("mental anguish"), menorrhagia ("abnormal menorrhagia bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 11 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for migration?yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: bilateral essure devices outside the tube as well as uterus probably in the peritoneal cavity. Both tubes are patent with peritoneal spill bilaterally migration of essure device; on (B)(6) 2010: result: bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation lot number 289930 is not valid. Lot number: 689930 manufacture date:2009-11 expiration date: 2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of device ¿ location peritoneal cavity') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 289930, 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), depression ("psych injury/depression"), anxiety ("mental anguish"), menorrhagia ("abnormal menorrhagia bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 11 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for migration? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: bilateral essure devices outside the tube as well as uterus probably in the peritoneal cavity. Both tubes are patent with peritoneal spill bilaterally migration of essure device; on (B)(6) 2010: result: bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received: event psychological trauma pt was updated to depression and mental anguish. Event vaginal hemorrhage, menorrhagia added. Lot number, lab data, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of device ¿ location peritoneal cavity\failure to occlude (close) fallopian tube(s)') in a 34-year-old female patient who had essure (batch no. 289930-not valid, 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine since (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010, olmesartan since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain\pelvic area pain"), depression ("psych injury/depression"), anxiety ("mental anguish"), menorrhagia ("abnormal menorrhagia bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 11 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, menorrhagia, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for migration?yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: bilateral essure devices outside the tube as well as uterus probably in the peritoneal cavity. Both tubes are patent with peritoneal spill bilaterally migration of essure device; on (B)(6) 2010: result: bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation lot number 289930 is not valid. Lot number: 689930, manufacture date:2009-11, expiration date: 2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received- new event lower back pain was added. Concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for migration? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events: migration, general abnormal bleeding, abdominal pain, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.